Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge change error occurred, reportedly there was an o-ring on the pneumatic tap. The customer successfully removed the o-ring but a cartridge change error reoccurred. It was also reported that the battery gauge was fluctuating. Customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 98 mg/dl.